Event description:
The user facility reports that the pt is chipping on the painted handle of the kerrison cervical rongeur. On 6/17/2008 add'l info: the neuro nurse specialists reports, during our telephone conversation, she has not seen,and has no reports of chips of paint from the instrument on a surgical field or in a wound. This MDR is representative of six other instruments from the same family that were returned at the same time with the exact same complaint. They are: 281-060dt, 2mm - lot # 2113; 280-060dt, 2mm - lot # 2064; 280-061dt, 3mm - lot # 3109; 280-061dt, 3mm - lot # 3108; 280-061dt, 3mm - lot # 3107.